Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Mother reported the customer was hospitalized twice for diabetic ketoacidosis and each time appeared to be caused by a site failure. The first hospitalization was from (B)(6), and his blood glucose was around 1,800 mg/dl. He was discharged in the morning and began to experience hyperglycemia in the evening. He was readmitted to the hospital from (B)(6) 2014, and his blood glucose was around 1,100 mg/dl. His normal blood glucose range is 70-150 mg/dl, and he experienced symptoms of vomiting. He was treated with an IV of insulin, fluids, and potassium. He had a doctor's appointment on (B)(6) 2014, and his blood glucose was in the 700's mg/dl. His doctor advised to changed the infusion site and inject insulin. Mother reported there appears to be a "bubble" and something blocking the tip of the cannula, and the infusion sets have leaked insulin. His last blood glucose reading was 385 mg/dl, and his current site was wet and leaking. The infusion set was changed during the troubleshooting call, and he delivered a bolus to treat hyperglycemia. The infusion set is changed every 3-4 days, and the leaks are noticed immediately after insertion. The infusion sets were replaced and requested for evaluation.